Event description:
The customer's family member called and stated that a piece has fallen off of the driver block. At that time, the contact was advised that the pump needs to be replaced. No further details.